Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 9 months and 16 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Next, a sensing test was performed and the sensing, as well as the pacing functions of the device, proved to be fully functional. Neither crosstalk nor noise was observed during the tests. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation time of approx. 9 months, oversensing with syncope was reported. The ICD was explanted.